Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in. Pact admiral was used to treat the high graded stenosis of middle superficialis artery right (target lesion). Approximately 12 months post procedure patient suffered high graded stenosis of middle superficialis artery right (target lesion), seen on doppler ultrasound at 12 month follow up. The patient was hospitalized and treated with pta of the distal sfa with non-medtronic dcb and bail out stent and pra of the proximal sfa right. The event is resolved.

Manufacturer narrative:
Update received 16 jun 2025: the patient suffered high graded stenosis of middle femoral superficial artery right (target lesion). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.